Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported failure to advance, kinked shaft and reported treatment appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a concentric lesion located in the non-tortuous, heavily calcified, 90% stenosed proximal left anterior descending artery. During the procedure a perforation occurred. The 3.5 x 16 mm graftmaster stent delivery system (sds) was advanced for treatment of the perforation; however, failed to cross resulting in the proximal shaft kinking. The sds was replaced with a new graftmaster of the same size to seal the perforation successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.